Event description:
It was reported that during the implant procedure the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead encountered connection issues, however the both product were implanted. It was also reported that during use the right ventricular (rv) lead exhibited sudden increase in capture threshold and review of electrogram (egm) showed inappropriate episode detection. As a result, the ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle (rv) was elevated. Analyst commented, ventricular capture management trend data shows threshold risen from 0.5 up to greater than 2.5 volts during the week of (B)(4) 2015. Threshold greater than 2.5 volts consistently until week of (B)(4) 2015 when capture management was reprogrammed off.

Event description:
It was reported that during the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead encountered connection issues. It was also reported that the right ventricular (rv) lead exhibited sudden increase in capture threshold and review of electrogram (egm) showed inappropriate episode detection. As a result, the ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).